Manufacturer narrative:
(B)(6) follow up there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 50ml ll india lot 2501006 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were analyzed further, the samples are inspected without finding any damage in the tip area. In addition, the samples are tested to connect and disconnect them to a luer connection without finding any defect or difficulty in the process. During the manufacturing process, the quality inspector performs visual inspections. In this inspection, the appearance and functionality of the different molded parts of the syringe, presence of fm, appearance and functionality of the assembled components and appearance of the packaging and packing are checked. Since no sample is available for the investigation, the defect cannot be confirmed. And since no incidents have been found in the DHR review and the samples taken have been satisfactorily analyzed, no root cause can be established. It is most likely due to excessive force on the part of the user when unscrewing the syringe.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The luer lok tip broken during needle attachment.